Event description:
A user facility reported saline bag back filled during the first setup of the day after recirculation had been running for an unknown amount of time. The device alarmed for fill program. There was no patient involvement. On site technician replaced a regulator. Since the repair the system was placed back in use without further issue.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.